Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the sample probe was misaligned and was always touching the wash station and he found the tube of the vacuum nozzle was loose and squeezed under the ise cover. He aligned the sample probe and adjusted the vacuum tube. Qc was performed and was acceptable. No further questionable results were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results for patient samples and qc material from the cobas 8000 cobas ise module. One example was provided. The initial sodium result was 125 mmol/l and the repeat result from another cobas analyzer was 136 mmol/l. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory.